Event description:
The therapist received a complaint from her pt that the anchor fix is causing an allergic reaction and a rash. She herself had a reaction to the tape and developed some blisters. Anchor fix is a latex free product.

Manufacturer narrative:
Na.